Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition and ECG falloff test. The cause for the failure was the trunk cable being pulled from the strain relief, breaking the rear pulse wire solder joint in the distribution node (dn) pca the root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.